Event description:
The customer reported that the bellavista 1000 has no o2 flowing through the device when it was connected to an o2 supply (tank/wall) and mid way through testing the technical failure 401 "inspiration valve or device leaky" appeared. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Log file shows 401 "inspiration valve or device leaky" error ut according to customer the o2 limiter would fluctuate from 0 to 2.7 bar. It was suggested to perform a software upgrade and to perform the o2 gas path test again. It was suspected that the defective limiter was causing the issue. It was also suggested to change the safety solenoid. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: it was determined that the faulty o2 safety valve is the reason for o2 flow issues. Inspiration valve test was performed ant unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.